Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records provided indicate the patient experienced fistula, adhesions, erosion and wound dehiscence. Adhesions and fistula are listed as known adverse reactions in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. With the current information a definitive conclusion can not be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2006 the patient was diagnosed with menometrorrhagia, enlarged uterus, progressive pelvic relaxation and multiple fibroids. The patient underwent a total abdominal hysterectomy, bilateral salpingo-oophorectomy, sacrocolpopexy with implant of a davol flat mesh, incidental appendectomy followed by burch urethropexy and cystoscopy with placement of a suprapubic catheter. Postoperatively the patient did fairly well, however, it was noted that the "patient failed to use estrogen cream postoperatively as suggested" and experienced complete loss of her bladder and reported urinary incontinence. Patient was given oral antibiotics and a foley catheter. On (B)(6) 2006 patient was previously given oral antibiotics and a foley catheter which was not successful in treating the patient's loss of bladder and urinary incontinence. The patient was diagnosed with necrosis of the entire upper vaginal cuff, foreign body response to the davol flat mesh and erosion of the bladder wall with a large vesicovaginal fistula and underwent debridement of the upper vagina with partial excision of the davol flat mesh followed by fistula repair with cystoscopy guidance and re-suturing of the upper vagina. Per op report details "the entire upper vagina was necrotic. The vaginal sling mesh was hanging free. The sutures were holding onto absolutely nothing. The whole upper part of the bladder wall was gone. The entire vaginal mesh on the proximal end was pulled on and excised as high as could be seen. There was still a fragment attached to the sacral promontory as that was up to high to remove." On (B)(6) 2006 the patient was diagnosed with recurrent vesicle vaginal fistula and underwent a revision procedure which included re-suturing of the vaginal cuff with non-bard davol pds suture material. On (B)(6) 2006 the patient was diagnosed with a recurrent vesicovaginal fistula with foreign body allergy, failure to heal and underwent cystoscopy with laparotomy, debridement and lysis of adhesions, excision of remaining mesh and an attempted abdominal fistula repair.